Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR could not be completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that they had sets that were leaking from the filter. They stated that when they changed the bag they noticed "a small amount of wetness/medication on the bed". The nurse then noticed that the set was leaking at the filter. Mmdg did follow up with the initial reporter who stated that the patient had been in hospice and had since passed. They also stated that they were unable to return the set to mmdg. (B)(4).